Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned. Physical examination of the product was able to confirm the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The trial head and the adapter were hard to separate.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary additional information : while the initial reporter did not report a product deficiency against this trial, the received device presents wear and deformations at the assemble edges due to normal and repeated use, which could contribute to a device interaction issue. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.